Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
During a pta treatment procedure, balloon removal difficulties were encountered. The lesion being treated was an in-stent restenosis (isr) lesion located in the subclavian vein. The lesion was inflated using this xxl 12-2/5.8/75 balloon, but it did not dilate properly. The lesion was subsequently inflated by using an 8mm peripheral cutting balloon inflated to 6 atms. The lesion was then re-inflated with the xxl 12-2/5.8/75 balloon up to 8 atms, but again the lesion did not dilate properly. When the xxl balloon was removed through the lumen of the 7f 10cm terumo sheath, the physician felt significant friction. He "pulled the balloon strongly," but it could not be removed. Therefore, the balloon and the sheath were removed together as a unit. No patient injuries or complications were reported. Patient status is reported as 'good'.